Event description:
Subsequent to infusion chemotherapy medication edema was noted in clavical area. Patient sent to x-ray for contrast study. Migrant catheter piece approx. 3-5/8 inches long was found near right atrium. Under flouroscopy, using a guidewire via catheter, through the femoral vein the guidewire was used to grasp the broken catheter piece and it was successfully retrieveddevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event, device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.